Event description:
It was reported that faradrive steerable sheath clear was selected for pulse field ablation. It was mentioned that no abnormalities was noted during preparation of the sheath, no leakage of blood nor any air in patient was noted. During the procedure when the physician made an attempt to insert the mapping catheter into the sheath, air was noted. Air was noted when the versacross wire and dilator were pit into the sheath in the right atrium. The issue persisted even after multiple attempts were made for aspiration. Thus the sheath was replaced and the procedure was completed successfully. No patient complication was reported. The device is expected to be return for analysis.

Manufacturer narrative:
Device technical analysis: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified tears in both the inner and outer valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tears on the valve.

Event description:
It was reported that faradrive steerable sheath clear was selected for pulse field ablation. It was mentioned that no abnormalities was noted during preparation of the sheath, no leakage of blood nor any air in patient was noted. During the procedure when the physician made an attempt to insert the mapping catheter into the sheath, air was noted. Air was noted when the versacross wire and dilator were pit into the sheath in the right atrium. The issue persisted even after multiple attempts were made for aspiration. Thus, the sheath was replaced and the procedure was completed successfully. No patient complication was reported. The device is expected to be return for analysis.